Event description:
On (B)(6), pt presented for post op follow-up with care of swelling, redness, drainage and spontaneous drainage of serous fluid. On (B)(6), pt presented for follow-up with care of scant amount of serosanguineous drainage. On (B)(6), surgeon reported recommended possible removal of mesh replacement with strattice biological graft. On (B)(6), pt presented to (B)(6) emergency room, was admitted, and removal of mesh performed. Op report pending. On (B)(6) 2012 laboratory results - (B)(6).

Manufacturer narrative:
The device history record was reviewed. The device met specifications at the time of manufacture. Based on the limited information received and no return of the device for evaluation, no conclusion can be drawn at this time. Should additional information be obtained, a follow-up report will be submitted.